Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage at septum the patient was admitted to the hospital on (B)(6) 2024, for an early pregnancy abortion and was given intravenous fluids as prescribed; after normal puncture of the indwelling needle, blood flowed backwards out of the exit point of the steel needle, after opening the infusion, fluid flowed out of the exit point of the steel needle of the indwelling needle, and after closing the infusion, blood flowed backwards out of the exit point of the steel needle; the indwelling needle was immediately replaced with a new one, which was used normally.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review lot#4081481. 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) pcs. 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4-no unqualified, deviation or rework activities in the production process. 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-10pcs retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2-the plant has launched CAPA to further investigate the root cause of the leakage at the septum. Conclusion(s): no abnormality was found in the production process, all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.